Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 400 mg/dl. Customer reverted to an alternate method of insulin delivery.